Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4mmx23mm enterprise2 vascular reconstruction device (encr402312, 9493891) was impeded in the microcatheter hub of a prowler select plus 150/5cm microcatheter (606s255x, 31561630) and could not advance any more. The doctor only retracted the stent alone and switched to a second stent, the second stent was with the same issue. The doctor removed the second stent and microcatheter (mc) from the patient and found the section near the microcatheter hub was kinked/bent. The doctor switched to a second new microcatheter to deliver the original second stent to complete the procedure. The surgery was prolonged by about 10 minutes. There was no patient injury reported. The outer packaging and the device were inspected and found in good condition prior to the procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4mmx23mm enterprise2 vascular reconstruction device (encr402312, 9493891) was impeded in the microcatheter hub of a prowler select plus 150/5cm microcatheter (606s255x, 31561630) and could not advance any more. The doctor only retracted the stent alone and switched to a second stent, the second stent was with the same issue. The doctor removed the second stent and microcatheter (mc) from the patient and found the section near the microcatheter hub was kinked/bent. The doctor switched to a second new microcatheter to deliver the original second stent to complete the procedure. The surgery was prolonged by about 10 minutes. There was no patient injury reported. The outer packaging and the device were inspected and found in good condition prior to the procedure. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the shaft of the microcatheter was found slightly pinched next to the strain relief. Additionally, the shaft was curved at 1.1cm from the proximal end. No other damages were found. The microcatheter was flushed using a lab sample syringe, then a lab sample guidewire was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Although the guidewire was able to advance through the microcatheter, the customer complaint is confirmed based on the pinched and curved conditions on the proximal end. According to risk documentation, a microcatheter damage or kink is a potential failure mode that can result in the inability to deliver the therapeutic device. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 03-nov-2025 indicated that they were not able to torque the device. There was no evidence of physical material within the devices. The microcatheter did no kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.